Event description:
Suture needle broke into 2 pieces during closing of fascia on midline of incision. Both pieces of suture were retained by staff. Notified surgeon and charge nurse. X-ray was called. X-ray of abdomen performed. Radiologist cleared the x-ray report finding no foreign body.